Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that an insert fractured and a revision surgery was performed on (B)(6) 2011